Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the very limited information it was not possible to conclude the exact root cause for this event. However, it is considered highly unlikely that product was shipped from wce with indentation in the sheath. It is known that advancement difficulties eg. Severe calcification or severe torturosity can cause damage to the sheath. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event to initial reporter: "there was an indentation in the sheath that prevented the progression of the stent into the right femoral artery." Additional information received 11jul2014: "after the "femoral anastomosis" they had used 2 prothesis (zteg-2p-38-202-pf and zteg-2p-36-152-pf)." Additional information received 18jul2014: "according to the physician the problem was generated by the device." Patient outcome: the patient did require additional procedures due to this occurrence - additional procedure carried out "femoral anastomosis." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence